Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient received a shock from their cardiac resynchronization therapy defibrillator (crt-d) due to noise on the right ventricular (rv) lead. A lead insulation issue was suspected as the leads were chronic and had adhered to tissue overtime, despite normal impedance and threshold measurements. A revision procedure was scheduled to be completed five days later. Five days later, the patient underwent an rv lead revision procedure. During laser lead extraction attempts the patient's pressure dropped when the electrophysiologist pulled the laser sheath back, turning the corner of the svc. It was suspected that the svc was torn. The patient developed a hemothorax and their rhythm turned to pulseless electrical activity (pea). Cardiopulmonary resuscitation attempts were taken. A cardiac surgeon was called, but did not arrive for approximately 15-20 minutes. By the time they opened the patient's chest, the surgeon pulled out a large clot under the pericardium. The patient was still in a pea rhythm. The patient subsequently died while on the operating table. The lead was never fully extracted and a large portion remained in the patient when she passed and was not removed.